Event description:
It was reported that a homechoice automated pd set w/cassette leaked at the connection to the physioneal bag. This was described as ¿the patient folded the wing with one hand and turned it to the right, but continued to rotate without stopping, and dialysate leakage was found at the connection¿. This occurred while priming for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.